Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the clips did not load properly into the jaws. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.